Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. The physical condition of the device had a peeling "dso" seal. Functional testing confirmed the complaint as the pump was found to be over delivering to the manufacturing specifications of +/-3%. The root cause was attributed to the expulsor however it was unknown what caused the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The expulsor was replaced and the device passed all functional and delivery tests.

Event description:
It was reported the device exhibited an over infusion during testing. No patient involvement.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.